Manufacturer narrative:
Further evaluation of the device was performed. The device was tested in a standardized in-vitro functional testing, which cannot simulate and assess the leakage between the valve and the native annulus. The results showed the sealed valve had total regurgitant fraction of 1.3%, which is more than seven times lower than the maximal allowance per iso standards. No central hole was detected during the pulsatile test. The effective orifice area was 1.09 cm2, which meets the minimum requirement for this valve size per iso standards.

Manufacturer narrative:
(B)(6). Additional manufacturer narrative: the device has not been received as it is in progress of being returned to edwards. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. A supplemental MDR will be submitted upon completion of the device evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm bioprosthetic valve was explanted due to moderate aortic stenosis and severe two-vessel coronary artery disease. Operative findings indicated that this aortic valve exhibited moderately severe calcification affecting all three leaflets, especially the left and non-coronary leaflets respectively. The valve was explanted and a 23mm bioprosthetic valve was implanted. After the procedure, echocardiogram imaging demonstrated good left ventricular systolic function overall with normal functioning aortic bioprosthesis and only trivial aortic regurgitation. Patient was transferred to the ICU in stable hemodynamic condition.

Manufacturer narrative:
The complaint device was returned to edwards and was inspected. Customer report of calcification and stenosis could not be confirmed. X-ray demonstrated the wireform was intact. Minimal host tissue overgrowth enroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Leaflet 1 had a non-transmural tear at the outflow aspect near the free margin of approximately 3mm x 3mm. The sewing ring had been cut and exposed the wireform at the inflow aspect around leaflets 1 and 3. Valve will be sent to r&d for further evaluation. A supplemental MDR will be submitted upon completion of further evaluation.